Event description:
The patient was placed a central cook 3 fr 5 cm catheter by the right subclavian and reported to be leaking. The first catheter was placed on (B)(6) 2019 it was changed ¿over the wore¿ because it was leaking, it was changed again over the wire on (B)(6) 2019 because it broke and was leaking and today (B)(6) 2019 it was reported that it was leaking again, the catheters appear to ¿broke¿ at the connector connection. Vitalife representative company of cook products was contacted and product was return on (B)(6) 2018. The catheter was necessary due to patient treatment with total parenteral nutrition and due to the leaking of the catheters, the patient do not receive the treatment as ordered patient present low blood glucose level. FDA safety report ID (B)(4).